Event description:
Medtronic received information regarding an imaging system being used for a sacral joint and thoracic lumbar vertebra procedure. It was reported that the 3d imaging would not start. . After adjusting the imaging position with 2d, the 3d imaging button was pressed, but imaging was not started after the interlock sound. The operation was performed by switching from the imaging system to a competitors system. After the surgery, a test image was performed and it was confirmed over the phone that the imaging was possible without any problems. Imaging was aborted causing no delay to the case. No reported impact on the patient.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a hardware issue as per log review, which was generator interface error. Generator was not okay, after reboot, it could take 3d scans. Hardware generator error. Software was functioning as designed. MDR codes added: b01, c19, d14. G code updated: g02008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.